Event description:
Angioplasty balloon would not rewrap and deflate correctly. Balloon removed resulting in approximately 200 - 300 cc's of pt blood loss. Bleeding stopped with controlled pressure and dressing.